Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch# khz461, exp. Date: 06/30/2018, MFR. Date: 07/16/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the condition of the fascia when the suture was placed?- normal and healthy how was the stratafix used, at one end to middle or from middle to the ends?- it was use from one end completely across to the other end. What was used to re-close the wound? Size 1 pds. What is the surgeon opinion of the contributing factors to the post op suture breakage? None. What is the current condition of the patient? The patient is healthy and doing fine. How was the suture placed; interrupted or continuous? Stratafix - continuous. What other skin closure was used with the suture? Asku. What date did the patient present with symptoms? (B)(6) 2017. Was there any patient event prior to symptoms (coughing, falling, moving)? Moving (getting up and walking to the restroom the night of the procedure), but not exerting herself. Not coughing, lifting, etc. What medical intervention was performed for the patient symptoms? Re-operation. What was the date of the second procedure? (B)(6) 2017. Can you describe the appearance of the suture during the second procedure? Broken in two places ¿ about 5-7 mm from the fixation tab and about 7-10 mm from the fixation tab. Was the suture broken in the middle? Were the knots intact or broken on the ends? N/a. Do you have any pictures of the appearance of the suture? Asku. What is the current condition of the patient? Doing well. Was the end-user a new user of this product? No, the surgeon is experienced and has been using stratafix for about a year. Was the device or product used for the intended purpose? Yes. Did they have formal training on the use of these devices? Yes. Was the sales rep present during the procedure? No. Location of breakage; initiation or termination end ¿ two places between 5 and 10 mm from the termination end. A representative sample was evaluated. During the visual inspection, no defects at the package were found. According the sample condition, no suture breakage was observed and the sample met the requirements.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the barbed suture was used from one end completely across to the other end and placed continuous in the fascia layer without incident. Later the day of the procedure, the patient experienced sudden pain and was taken to the or where the barbed suture was found broken in two places. The patient experienced dehiscence and underwent a re-operation to repair/close the fascia with other suture. The patient is healthy and reportedly doing well.